Event description:
This case was reported by a lawyer and described the occurrence of neuropathy in a male pt who rec'd poligrip, super poligrip , super poligrip extra care with poliseal and fixodent (formulations unk) for denture adhesion. The pt may also have used any other variants of poligrip, super poligrip and fixodent. At the time of filing, (B)(6), a physician or other healthcare professional has not verified this report. On an unk date, the pt started poligrip, super poligrip, super poligrip extra care with poliseal and fixodent (dental). At an unk time after starting poligrip, super poligrip, super poligrip extra care with poliseal and fixodent, the pt "was diagnosed with neuropathy, attributed to excess zinc and therein, resulting in copper depletion attributable to poligrip, super poligrip, super poligrip extra care with polyseal... And he now suffers from profound permanent neurological and other injuries... Which have left plaintiff [redacted] unable to perform his normal, customary and daily activities rendering him in a severe state of paralysis." This case was assessed as medically serious by gsk. At the time of reporting, the events were unresolved.

Manufacturer narrative:
Poligrip and super poligrip are manufactured in (B)(4), and neither the products nor lot numbers for these products are available. (B)(4).